Manufacturer narrative:
On (B)(6), 2023: the distributor reported that the pump was evaluated and the issue could not be replicated.

Event description:
It was reported that the pump was hot to touch during charging. There was no reported adverse impact to customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.